Event description:
It was reported that after lens inserted into patient eye, the haptic was broken. Iol was removed during same procedure. No further information available.

Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device was completed and shows that the units were released within specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.